Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl at 2997 mcg/day, clonidine 120 mcg/day, and prialt 0.75 mcg/day (concentrations were unknown) via an implanted pump for non-malignant pain. It was reported the healthcare provider (hcp) was not able to do a dye study (the date and results were unknown). The patient wanted to know if the catheter could still be patent, but no dye will go through the catheter. The dye study was reattempted. The patient was told the results of the dye study were negative because the dye could not go through. The patient was not getting pain relief.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.